Event description:
Constrained liner dislocated.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Clinician review: likely impingement of the proximal biomet modular stem on the stryker constrained insert resulted in failure of the locking band and disassociation of the outer bearing. Description of ¿damage to the constrained liner in shell¿ in the revision operative report of march 25, 2013 is consistent with this mechanism. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Constrained liner dislocated.